Manufacturer narrative:
Corrected data: b5 h6 coding has been updated to reflect device evaluation and investigation conclusion.

Event description:
A company representative reported that during a scheduled acdf revision surgery, the surgeon observed via imaging that the locking mechanism of a one-level ozark plate had disengaged. There was no health impact to the patient, but the device was replaced at the discretion of the surgeon.

Event description:
A company representative reported that while a patient was undergoing an acdf revision surgery, it was observed via imaging that the locking mechanism of a one-level ozark plate had disengaged. The procedure was completed successfully with no surgical delay.